Event description:
It was reported that a full bottle of seltzer was accidentally spilled on the charging pad, after which the pad would not charge; the pump was not on the pad at the time of the spill. Symptoms included no injury and no physiological effects. Outcomes included no medical intervention and no change to therapy. Investigation included customer interview and basic troubleshooting that confirmed the pad would not charge after liquid exposure. Investigation of this case revealed liquid damage to the charger consistent with environmental exposure and subsequent device malfunction localized to the charger component. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated liquid exposure leading to charger failure.